Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-02286.

Manufacturer narrative:
Concomitant medical products: model 3688, scs ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-02286. It was reported during an elective surgery to replace the patient's ((B)(6)) ipg, the physician found that the extension was broken. Additionally, diagnostic testing revealed high impedance readings on multiple lead contacts. As such, the patient's extension and lead was explanted and replaced.